Event description:
Patient originally received total hip surgery, date unknown. Patient then fractured the femur below the prosthesis where a tumor was present. Patient was implanted with plate and screws on (B)(4) 2012. This is 1 of 2 reports for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. (B)(6). Cancer: radiation treatments, total hip surgery: date unknown. This report is on a plate, part and lot numbers are unknown. (B)(6). Without a part number the 510k number cannot be provided. Placeholder.

Event description:
Patient was implanted with plate and unknown number of screws for orif of femur on an unknown date. Patient returned to surgeon on unknown date complaining of pain. Exam and x-rays revealed a non-union at the fracture site and a bent plate. Surgeon returned patient to o.r on (B)(6) 2012, removed hardware, and revised patient to another plate, screws, cerclage wire and allograft. This is # 1 of 2 reports submitted on this event.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and no catalog number or lot number was provided.